Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk and likely will require a revision surgery.

Manufacturer narrative:
Plaintiff's preliminary disclosure (ppd) form and implant stickers received which identified product information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Lot number for the cup has been updated along with the dor. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.